Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels were unknown while wearing the pod for an unknown amount of time. Symptoms reported include dizziness, confusion, high ketones, nausea, vomiting, diarrhea and patient was unable to walk. The patient was treated with insulin saline tube and chips. The patient was released the same day. The patient was prescribed over the counter zopram 4mg for diarrhea and nausea for 2 days.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.